Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between supply line of a homechoice cassette and solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. The patient stated one of the supply bags had fallen off the supply line of a homechoice cassette. The renal therapy service agent advised the patient to start therapy over with new supplies. The patient stated they had not seen anything unusual with the supplies while they had set up for therapy; all the connections had seemed normal and secure. The patient was unsure what had caused the bag to disconnect and fall. There was no patient injury or medical intervention associated with this event. No additional information is available.